Event description:
Information received regarding the explanted device notes that the patient had increasing shortness of breath. An ECG showed atrial flutter with rates ranging from 60 ppm to 75 ppm. No pacing spikes were seen with magnet applica- tion and the device could not be interrogated.